Event description:
It was reported that a female patient underwent an atrial flutter ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter (lot # 17063818m) and developed cardiac tamponade requiring pericardiocentesis. During the mapping phase of the procedure, highly detectable magnetic sensor error issues were resolved through catheter replacement with a similar like device. However, shortly after, the patient showed symptoms of a tamponade which was confirmed by ultrasound. The procedure was canceled. Pericardiocentesis was performed and the patient was stabilized and remained hospitalized for 3 days. The patient did not require any further intervention. It was noted that this patient had a large left atrial appendage that may have contributed to this event. The physician¿s opinion regarding the cause of this adverse event is that this is most likely procedure related. Devices were discarded by the customer.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: lasso nav . Lot # 17090932l; preface sheath, lot # unk; webster cs, lot # unk; carto 3 system, serial # unk. (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent an atrial flutter ablation procedure with a thermocool smarttouch uni-directional navigation catheter and developed cardiac tamponade requiring pericardiocentesis. During the procedure, a detectable non-MDR reportable magnetic sensor error issues also occurred. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. Finally the functionality of the biosensor catheter was tested on the carto system. The catheter failed during the carto test, error 105 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a magnetic sensor error has been verified. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)